Event description:
The reporter stated that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and another lens implanted. A suture was required to close the incision.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic torn off and missing. Both haptics were torn at the haptic/optic junction. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.